Event description:
Event description guidant received information that implanted defibrillation lead was suspected to have a coil fracture. The lead was removed from service and a new lead successfully implanted. During testing of the new lead with the previously implanted ICD, shock charge time was measured at 16.5 seconds. The physician thought this charge time was unusually long, therefore the ICD was removed and a new guidant ICD was implanted.